Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. D4: primary UDI number - a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using two prostyle after an endovascular aneurysm repair procedure with a 7f sheath. Reportedly, when the suture was harvested for use, it came out and was not connected for both devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A production record review for this product was not performed because the lot number was not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.